Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. According to the complainant, the patient contacted the nurse several times stating there was difficulty rinsing the j-tube. The nurse advise on rinsing however this did not resolve the issue. The patient was sent to the hospital. Additional information received on (B)(4)2012: device was placed in (B)(6) 2010. Device was unkinked on (B)(6) 2012. This device remains implanted.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): difficult to rinse j-tube. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. According to the complainant, the patient contacted the nurse several times stating there was difficulty rinsing the j-tube. The nurse advise on rinsing; however; this did not resolve the issue. The patient was sent to the hospital. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.